Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
This initial/follow up medwatch report is reporting the evaluation of the device. (B)(4). Evaluation: the malfunction was duplicated and evaluation of the device found that language software installed had become corrupted. The program software was re-installed to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.